Event description:
During the surgeon's parathyroidectomy case, the scrub tech attempted to connect the harmonic shears for the doctor to use but it was not working. Surgeon was not able to use the shears and requested a new one. When the second one was opened, it connected and worked without any issues. No patient harm. FDA safety report ID # (B)(4).